Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was broken, and the battery compartment was chipped. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) seal was broken and battery compartment chipped" was confirmed. Visual inspection found the dso seal and battery compartment damaged. The dso seal and battery compartment were replaced. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.